Manufacturer narrative:
Corrected data: the lot number was not provided, manufacture and expiration dates were erroneously entered into the initial report. Investigation ¿ evaluation: a review of the documentation, instructions for use (IFU), specifications, and quality control of the device was conducted during the investigation. No complaint device has been returned for investigation and no photos have been provided for review. No lot number was provided, therefore; a review of the device history record cannot be completed at this time. Additionally, a search of the manufacturer's database for associated complaints for this failure mode could not be performed. The redo single lumen tpn catheter set is shipped with instructions for use(IFU) which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow¿. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A definitive root cause could not be determined, however; based on the provided information the likely root cause is deemed to be; ¿inconclusive¿. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the redo single lumen tpn catheter set was "blocked" [sic]. The customer confirmed that, as a direct result of the product problem, the operator had to employ a repair kit. The conditions surrounding the usage and handling of the device are not known. The product is reportedly unavailable for return.